Manufacturer narrative:
(B)(4). Date of birth: patient was born in (B)(6). Implant date: patient was implanted in 2016. Explant date: patient was explanted in (B)(6) 2017. Medical product: unknown rotating hinge knee articular surface, catalog #: unknown, lot #: unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01177. Product location unknown.

Event description:
It was reported that the patient was revised to address pain, recurring dislocation and loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical devices - unknown nexgen rotating hinge knee bearing catalog #: ni lot #: ni, unknown nexgen rotating hinge knee tibial component catalog #: ni lot #: ni. Upon reassessment of the reported event, it was determined that the previous report submitted on mar 28, 2018 was submitted erroneously and that the reported event did involve zimmer biomet devices. The complaint sample was not evaluated, but the reported event was confirmed through review of medical records. A device history record review was unable to be performed as the lot number of the devices involved in the event is unknown. Review of translated medical records indicate that the patient was suffering from pain, dislocation (hinge post extension) and loosening in the right knee. The dislocated loose bolt of the hinge post extension was removed which had traveled to the middle of the joint. Massive metallosis of the synovial was noted. After soft and hard tissue resections, trials were inserted. The trials were checked for range of motion and stability. Ligamental releases were performed and led to acceptable extension and flexion, well-balanced gaps. All the trials were removed and the final implants were inserted. The final components were rechecked for range of motion and stability and found excellent throughout. No intra-operative complications were reported. A radiographic review indicates that the right of the axis was not well aligned and that relative osteopenia of the bones around the knee was present. Additionally, there was significant resorption and remodeling of the patella with lateral subluxation along with possible fracture along the lateral patella of the right knee. Radiolucency was also seen within the right knee. Per package insert for the nexgen rotating hinge knee, loosening, pain and dislocation are known adverse effects of the tka procedure. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01176, 0001822565-2018-01177, 0001822565-2018-01711.

Manufacturer narrative:
(B)(4). Upon re-assessment, it was identified that the reported event does not indicate zimmer biomet products were involved. The previously submitted report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.